Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with the message "system volume too small". During troubleshooting on-site, the field service engineer found that the breathing control printed circuit board (pcb) was defective end replaced it which solved the problem. The defective control pcb was returned for investigation. No device logs were provided. The returned control pcb was installed in the reference ventilator. The reported problem was reproduced, internal leakage and other tests failed. Simulated use test ventilation could be started with default settings but breathing was uneven and delivered volume was low. Alarms for high o2 and high pressure was generated at times. It was found that ventilation with 100% o2 set worked without remarks, so the problem was to be found with the air delivery. Measurements on the returned control pcb showed that output of air gas module signals were unstable, the more the greater the proportion of air in the gas mixture. The confirmed problem is detected during the pre-use check. During ventilation it may lead to insufficient ventilation or high pressure. Alarms will be generated. The conclusion is that the reported problem was caused by a random component failure. Note. The manufacture date is corrected to 05/03/2021.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).